Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to 3014862188-2022-00527 ((B)(6): report 1 of 2).

Event description:
User reported 2 false positive results. Negative by follow up test. Type or method of follow-up test not specified. This is report 2 of 2.